Manufacturer narrative:
(B)(4). Five days prior to the receipt of this additional information, treatment with tienam, amikacin, and vancomycin therapies was discontinued. After twenty-seven days of hospitalization, the patient was discharged. The patient was recovered from the previously reported peritonitis event (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be due to a ¿change in the patient¿s caregiver.¿ as no further specific details were provided, the cause of the peritonitis was assessed as unknown. The peritonitis was manifested by abdominal pain, cloudy pd effluent, vomiting, fever, and diarrhea. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with cefazolin (one gram, everyday), fortum (one gram everyday) intraperitoneally (ip). Six days later, the treatment with cefazolin and fortum were discontinued. On the same day, the patient began treatment for the peritonitis with ciprobay, two (0.2 jars, everyday), tienam one half (0.2 jar everyday) ip. Six days later, the treatment with ciprobay was discontinued. On the same day, the patient began treatment for the peritonitis with amikacin 0.5 (one half jar, everyday), vancomycin (one gram, everyday) ip. At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapies were ongoing. No additional information is available.